Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery. A 5.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, during the second inflation, the balloon ruptured. The procedure was completed with a 5mmx150mm sterling balloon catheter. No patient complications nor injuries were reported.